Event description:
A 6f angioseal device was deployed into the right femoral artery. The pt expereienced claudication symptoms (leg pain) post deployment; an angiogram of the right leg revealed a filling defect of the proximal superior femoral artery. The pt was placed on lytic therapy over the next 12 hour. A follow up angiogram revealed blood flow had worsened. Under general anesthesia, the pt underwent surgery in 2004. An incision was made at the previous puncture sites, these were excised. Pulses were present in the common fermoral and profunda femoral arteries. A dissection was present at the first 2-3 cm. Of the superficial femoral artery. The puncture site was opened; the anio-seal device was present. The back wall of the artery had been traumatized and a dissection extended 2-3 cm. Extensive thrombus was noted in the area. A fogarty catheter was passed distally; thrombus was retrieved. A limited endarterectomy was performed, followed by anastomosis of the posterior wall with suture. The artery was approx 66-70% of the normal diameter. A saphoneous vein was harvested from the right inner thigh and anastomosed to the superficial femoral artery with suture. The area was irrigated with heparinized saline and blood flow was established down the leg. Hemostasis was obtained with suture. The pt tolerated the procedure well. The pt had a palpable pulse in the posterior tibial artery just prior to completion of the procedure and good doppler flow across the area of the repair into the profunda femoral artery. Hemostasis was obtained with gelfoam and thrombin. The pt was discharged following surgery and re-admitted 13 days later (reason unk) and discharged to home. The pt was then re-admitted for an infection (site unk) following month.